Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a wound vac placed for a driveline infection. The pt was administered IV antibiotics, but is currently on oral antibiotics and antifugals. The pt was in the hospital for approx two months. The pt was treated with IV antibiotics. The pt is ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.